Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal anchor was already out when package of the carrier device was opened. The user did not use the specific carrier device and closed the afc with another angio-seal device successfully; hemostasis was achieved. The procedure performed for the patient prior to use of closure device was an antegrade puncture of the afc. A 5fr sheath was used. There was an antegrade puncture with a very steep angle. A pre-deployment angiogram was performed, and they also stick with ultrasound. There was no patient harm; patient was in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Only the carrier tube assembly with a dislodged bypass tube was returned for evaluation along with header bag. Visual inspection revealed that the bypass tube was dislodged, and the anchor was completely exposed. The deployment sleeve of the device was found to be in the forward lock position. The tip of the carrier tube was checked, and no anomalies were noted. No other visual anomalies were noted. Functional testing was performed, and the bypass tube was then attempted to be reinserted over the anchor and it did fit without issues. The bypass tube was removed, and the ID was measured and found to be 0.091'' which was within the manufacturer specifications. The complaint could be confirmed for the dislodged bypass tube upon investigation. No visual anomalies such as deformation were noted with the anchor, and bypass tube. The likely cause of the issue could be the user pulling the carrier tube from the pouch without completely opening it, which may result in the dislodging of the bypass tube within the pouch. No conclusion can be drawn as to the cause of the dislodged bypass tube since the poly foil pouch was not returned. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.